Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the cassette was received for evaluation. The inlet pump has an abrasion/tear located approx 1.5cm from the right side. The abrasion is approx 0.5cm, encompassing a small hole. The tear/abrasion looks like it has occurred due to contact with the pump rotor (perhaps snagged during the procedure for no particular reason). The pump tubing was compared to a reference standard and no abnormalities were noted. All product bags had been removed prior to shipping to terumo (B)(4). There was product in all 3 lines to the bags, indicating that the issue did not happen at the start of the procedure. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was investigated for specific root cause analysis. Based on the investigation, it is possible, that the pump rotors snagged the tubing during the procedure. It is possible, but not conclusive that this occurred during the platelet additive solution (pas) process, resulting from the higher plasma pump speeds during pas process.

Event description:
The customer reported that during the treatment, there was a leak detected at the level of the collection pump. Patient information is not available at this time. Terumo bct is awaiting the return of the disposable set. This report is being filed in response to the customer filing a sae report with their local authorities.